Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient's infusion set's tubing detached while sitting. The infusion set had been used for eight hours. The site location was the patient's belly and the infusions were stored in humid conditions. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.